Event description:
It was reported that the 9900 system had an intermittent disk error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.